Manufacturer narrative:
An updated investigation response has been received from the gas regulator contract manufacturer who has confirmed that they have since opened an internal investigation regarding the nature of this complaint type. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Per the device contract manufacturer, a check of the batch production record for the reported lot number showed no unusual manufacturing issues. A check was completed and there are no complaint records with previous complaints against this lot. However, there were 18 complaints observed since january 2012 for regulators with flow issues. One regulator from the reported lot was received by the contract manufacturer. The regulator sample was in good condition as received and put through final inspection and test. The returned regulator failed for insufficient flow and the complaint was confirmed because although flow was present, it was below specification. The regulator passed all other release criteria. Further evaluation found that after cycling the regulator several times, the flow was adjusted to specification. Per the contract manufacturer, the root cause of the reported event can be attributed to o-rings not properly moving after being in one position for some period. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in event problem and evaluation codes that should have been included in the last report submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that an ophthalmic gas dispensing regulator valve would not dispense any gas. Procedure details, patient involvement and patient impact information is unknown. Additional information received clarified that the dispensing regulator valve would not dispense any gas prior to starting a vitrectomy surgery. An alternate gas was obtained in order to proceed and complete the procedure. There was no impact to the patient.

Manufacturer narrative:
The regulator sample has been received at the contract manufacturing site for evaluation. The investigation is still pending. The root cause of the reported event has not been determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).